Event description:
It was reported by the user facility that the saline bag was filling during recirculation. There was no pt involvement. The machine was removed from the floor and tagged out of service. An air separator has been ordered and not received as of yet. The part will be available to be returned for the MFR's eval.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the MFR via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.